Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the proximal section/ hub of the stabilizer was broken from the stabilizer and not returned. The distal 35cm section of the delivery catheter was extensively flattened. No other anomalies were noted. During functional inspection, the delivery catheter was flushed, and blood exited. The stabilizer was unable to be advanced or retracted through the delivery catheter due to the damage noted. As per the additional information, the patient¿s anatomy was severely tortuous with 90% stenosis and severe calcification. The device was returned and the delivery catheter was noted to be extensively flattened and the stabilizer was broken at the proximal end. It is probable that the anatomical factors present during the clinical procedure caused the damage to the device and the reported event. An assignable cause of procedural factors will be assigned to the reported and to the analyzed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and it was discovered that the stent stabilizer was broken/fractured during use. There were no clinical consequences to the patient.